Manufacturer narrative:
Additional information: d9 (return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the tip of the firing rod. Functionally, the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. It was reported that after firing the device, the knife did not return and the jaws did not open. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uart errors. Functionally, there was were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 3 of 50 procedures remaining. The adapter was connected to a representative clamshell and power handle running v29.6 software. The device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all med tronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robot-assisted high anterior resection procedure, in rectal resection, after firing the device, the knife did not return and the jaws did not open. To resolve the issue, additional resection of two centimeters was done using another device. It was also noted that the surgical time was extended by about 20 minutes. The handle also worked with other reloads.

Manufacturer narrative:
D10. Concomitant products: sigpshell, sig power sigpshell control shell (lot n5g1664y); egia60amt, egia60amt egia 60 artic med thick sulu (lot p5h1208); sigphandle, sig power sigphandle handle (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robot-assisted high anterior resection procedure, in rectal resection, after firing the device, the knife did not return and the jaws did not open. To resolve the issue, additional resection of two centimeters was done using another device. It was also noted that the surgical time was extended by about 20 minutes.